Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. One sample was received decontaminated and inside in a plastic bag. Visual inspection confirmed that there was cut in the middle. When the fracture surface was magnified and observed with a microscope, the cross section was sharp and crushed into an elliptical shape. Therefore, it resembled a mark that was cut by being pinched by scissors or the like. The root cause was due to the catheter encountered scissors during use. The occurrence of this event was sent to the overseas manufacturers and recorded this event in a database to monitor for future occurrences.

Event description:
It was reported that during the use of the product, damage in the catheter was observed. No patient injury reported.